Event description:
A malfunction was reported on the pump, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with pump reset information and assisted via email to reset the pump. Customer was advised to follow up if the malfunction recurs, and the case was closed by technical support.